Manufacturer narrative:
Visual inspection of returned material revealed exposed wires at power supply box. Complaint of ¿frayed and exposed wires of the power cord near the power supply box¿ was determined to be confirmed.

Event description:
The patient reported that sparking was seen near frayed and exposed wires of the power cord near the power supply box.